Event description:
It was reported that the right ventricular lead exhibited sensing noise causing pacing inhibition and presyncopal symptoms to the pacing dependent patient. The artefact was reproduced with arm movements. The lead was explanted and replaced. Additionally, the right atrial lead exhibited noise and was explanted and replaced during an old generator change. The patient was in stable condition.